Event description:
During a routine hemodialysis treatment the patient reported feeling dizzy and became unresponsive. 911 was called and patient was transported to emergency department. Facility nurses reported that air and pulmonary embolism were ruled out as cause of event; patient was given IV antibiotics for temperature of 99.2f; and returned home the same day. No other need for medical intervention was reported.

Manufacturer narrative:
There is no evidence of a device malfunction. No problem found with returned cycler. Facility staff reported that the patient became dizzy and unresponsive as a result of a drop in blood pressure and attribute administration of IV antibiotics to patient's elevated temperature prior to the start of treatment due to a catheter infection unrelated to device. Nxstage medical considers this report closed. No additional information will be provided.